Manufacturer narrative:
.

Event description:
A report was received that the patient's ipg was too shallow and was causing pocket discomfort as the ipg was pushing out. The patient underwent a revision procedure wherein the physician just opened the pocket, repositioned the ipg and sutured it up. The patient was doing well postoperatively. No malfunction was suspected.